Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provide by end-user at time complaint was filed: inratio: 7.0, 4.0, reference: 4.0, mean: 4.83, confidence limits: 2.6-6.9. Inratio precision data provided by end-user: 1st inr: 7.0, 2nd inr: 4.0, mean: 5.50, sd: 2.12, %cv: 38.57. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. In addition, repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot number was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Callers (distributor representative and nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011: inratio: 7.0, lab: 3.5, inratio: 4.0, lab: 3.5. Callers also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.0, inratio: 4.0. Pt's therapeutic range: 2.0-3.0 inr.